Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator hardware was failed. A field service engineer (fse) confirmed that the external pyxibus cable was loose, which caused smart remote manager (srm) failed. So, the fse reseated pyxibus cable and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator hardware was failed. The customer stated that this malfunction caused a delay when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.